Manufacturer narrative:
Qn#(B)(4). The sample was not returned to the manufacturer for investigation. The manufacturer reported: "there was no sample returned for investigation to be conducted and no photo available for additional information. From the description, it was unable to detect the location of defect and possible source of cuff punctured cannot be found without returned sample. As simulation purpose, a representative sample from production was review. Visual inspection performed found no obvious defect during inspection. The cuff pressure of the sample was then inflated to 25mbar by using calibrated endotest. The cuff pressure was observed to be maintained at 25mbar. There was no issue found on the representative sample as the device was able to inflate and deflate without abnormality. Based on the investigation, the complaint on cuff leakage could not be confirmed. There is no sample returned and physical evidence cannot be reviewed. No abnormality found during simulation using representative sample from production. Besides that, there is 100% inspection in manufacturing which such defect could be detected during the process. Therefore, complaint could not be confirmed." Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that: (B)(6) 2023, the doctor found cuff leakage when using on patient. No harm caused.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: on (B)(6) 2023, the doctor found cuff leakage when using on patient. No harm caused.